Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Urinary retention. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a sphincteroplasty. On (B)(6) 2005 patient had sling loosened due to urinary retention. It was reported that patient underwent mesh excision on (B)(6) 2012. Patient has also been receiving a pudendal block every 2 weeks for vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient had the monarc hammock implanted on (B)(6) 2005 by (B)(6), md and (B)(6), md. At the (B)(6) hospital. No further clarifying information provided. It is also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.